Manufacturer narrative:
The sample was collected in sst tube and centrifuged for 10 minutes at 3300 rpm. The customer stated there was no visible fibrin or hemolysis. Qc prior to and after the event was within the customer's established ranges. A system check was performed on (B)(6) 2011 and it met specifications. A bci fields service engineer (fse) replaced the sample pipettor and performed the type 1 hardware verification protocol. Fse did not note any hardware issues. Fse verified all tests met specifications. A definitive root cause has not been provided to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining higher than expected estradiol result for one patient generated by access 2 immunoassay analyzer. The result was not reported out of the laboratory; hence patient treatment was not impacted. The sample was repeated and higher results within a difference clinical category were obtained.